Event description:
Philips received a complaint on the hearst xl + defibrillator indicating that the customer had an ECG and power malfunction. The device was not in use at the time of the event. The fse evaluated the device on site. They verified that the device was operating properly, and the operational checks passed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.